Manufacturer narrative:
Medical device lot #: the customer provided lot # 8352672. This does not match the catalog number provided. Medical device expiration date: unknown device manufacture date: unknown. (B)(4). Investigation summary: due to unavailable product information, site cannot perform related manufacture review as well as product evaluation. No returned samples or actual defect samples for investigation, so we can¿t performing in-depth investigation. Investigation conclusion: based on the investigation above, the certain cause cannot be concluded at the moment. However, we will keep monitor on similar issue from filed and trending regularly. Rationale: the severity of cannula clog or bent is moderate(s3), the actual complaint rate of pen needle clog is less than 1 cpm(o1) since from 2017. The risk level is low, no need to open CAPA.

Event description:
It was reported that pen needle 31gx5mm 7 pack was blocked during use. The following information was provided by the initial reporter: at 20:30 on (B)(6) 2020, the patient used disposable pen needle to inject insulin glargine according to the doctor's advice due to diabetes, and the patient stopped using pen needle immediately when the needle was found to be blocked.